Event description:
Had first implantation in 2003. They started having chest pain, shortness of breath, high blood pressure. They went back to the hospital 30 days later and two more stents were implanted. The same problems persisted and two more stents were implanted. The problems still persisted and 20 days later, two more stents were implanted. After this they were in the hospital for 5 days for chest pain. EKG and cat scan were done. Pt was released and put on medication. Two weeks later, the chest pain came up with shortness of breath.